Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was 90% stenosed and calcified. The physician successfully deployed a 2.50x24mm taxus express2 drug eluting stent at the lesion. Next, the physician attempted to advance the 2.50x16mm taxus express2 drug eluting stent to the distal area of the lesion, but met resistance. The physician removed the stent delivery system from the pt's body and noticed that the proximal edge of the stent was lifted up. The procedure was successfully completed with another of the same device and no pt complications were reported. The pt condition is listed as good. Further info was requested, but has not been received.